Event description:
There was a reported inability to inject through an IV extension set with an integrated non-return valve when using an ext set, smallbore, clave¿ clear. The resistance was very high, and there was doubt about the intravenous (IV) line's patency. However, upon changing the extension set, the complainant noticed that the catheter was functional; it was the extension set that was preventing the fluid from passing through. There were no injuries and no human harm.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.